Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that they experienced high blood glucose of 435 mg/dl. The customer was treated with a bolus of 11 units. The customer does not feel any symptoms of high blood glucose. The customer was assisted with troubleshooting and found that the cannula used was bent. The customer was advised to monitor their insulin pump and to call back if the issue occurs again.